Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis. The reported complaint cannot be confirmed from the returned sample. Iol received wrapped in a piece of gauze. Solution is dried on the lens. The optic is torn/split-cut dividing the iol in two. There is a chip in the edge of the optic. There are loose fibers attached to the optic and haptics. The root cause for the reported complaint could not be determined. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, the patient experienced lens power change and discomfort. The iol was exchanged for non-company lens 01 month 26 days following the initial implant procedure. Additional information has been requested.